Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported a loss of therapy. The caller stated the device was not working. Patient services review the need to purchase new batteries as the programmer was showing a warning screen they are low. Patient services advised since the patient was not really feeling stimulation they may need to increase and see if that helped at all. The caller noted the device was not working to help with the patient¿s symptoms since (B)(6). The caller noted the patient had been going to the bathroom a lot since (B)(6). The caller noted it was very urgent when the patient had to use the bathroom and had messed a time or two. The caller noted the patient was not taking fluid pills. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.